Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, premature elective replacement indicator was observed on the pulse generator. The device remains implanted. The patient¿s condition was stable. No further information was reported.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.

Event description:
New information received notes that on (B)(6) 2017 the device was explanted and replaced. The patient¿s condition was stable.